Manufacturer narrative:
The site indicated that the incident unit will not be returning to the manufacturer for evaluation when additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Event description:
A patient underwent radiofrequency ablation (rfa) for treatment of barrett's esophagus on (B)(6) 2015. The patient had a 4 cm hiatal hernia. While attempting to use the sizing balloon, the generator displayed an error message stating "esophagus too small." The same alert was repeated when the sizing procedure was repeated with a second sizing balloon. The procedure was aborted and during a post procedure endoscopic inspection a laceration was seen in the esophagus between 21-24 cm. No additional intervention was performed. The physician reported that the patient was in good condition later the same day.